Event description:
The user facility reported that during endovascular thrombectomy (evt) to treat illiac by crossover. It was difficult to reach the lesion due to severe tortuosity. The doctor managed to reach the lesion and started to release the stent slowly. Upon five (5) - six (6) clicks, he felt clicking was very heavier than normal, therefore, the doctor stopped releasing and changed out the catheter before expanding the stent. Another misago of the same size was used, expanded, and implanted with no problem. There was no patient injury/medical or surgical intervention required. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: UDI: n/a as this product code is not exported to the us market d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual sample was not available. Review of the manufacturing record and the shipping inspection record of the product with the involved product code/lot number confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report of the product with the involved product code/lot number. This product has a structure in which the stent self-dilates by rotating the thumbwheel (winding up the release wire connected to the sliding part) and pulling the sliding part toward the hand side. If the stent is released with the sliding part of delivery catheter trapped in a calcified lesion, the sliding part is hindered from being pulled toward the hand side, and the stent may not deploy with the normal number of clicks. At that time, only the release wire is attempted to be wound, therefore, compressive force is applied to the shaft, causing waviness. In addition, when the force trapping the sliding part is larger than the force to pull the sliding part toward the hand side, pushing force acts on the inner shaft, and the inner shaft (contrast marker) attempts to move forward. This can cause the stent to be pushed out by the proximal marker on the inner shaft. Simulation test: regarding the above mechanism of occurrence, we have conducted the following simulation test. Note that the following simulation test was performed using a sfa model, however, in the iliac case like this case, the same mechanism occurs, with the clicking becomes heavy when the stent is released, causing waviness of the proximal shaft. In the simulated blood vessel of lower extremity model, a contralateral approach was performed with destination 6fr. Then, a factory-retained misago was advanced to the left sfa along a factory-retained 0.035-inch guidewire. The simulated blood vessel tube was tightened with a restricting band to narrow the inner diameter, and the sliding part (stent mount part) of misago was trapped. An attempt was made to release misago. At 7 clicks, the click became heavy. At the time of 8 clicks, compressive force was applied to the proximal shaft located outside the body, and waviness occurred. In addition, although the inner shaft was advanced, and a part of the stent started to come out from the distal end of sliding part, the stent had not yet deployed. As one possibility, the sliding part of the actual sample was trapped in the lesion area (e.g., tortuous, or calcified lesion), preventing movement of the sliding part to the hand side, leading to the failure in deploying the stent with normal number of clicks; however, since the actual sample could not be confirmed, the cause of the occurrence could not be clarified. Relevant instructions for use (IFU) reference: "as a guide, stent deployment commences on rolling back the thumbwheel 5-10 clicks for stents up to 100 mm long and 10-15 clicks for stents at least 120 mm long. Carefully roll back the thumbwheel one click at a time and adjust the position of the stent just prior to deployment if necessary (otherwise the stent can be deployed in the wrong position)." Terumo medical products (tmp) (importer) registration no. (B)(4). Is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).